Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to section: h4 the device was returned to olympus for inspection, and the reportable malfunctions of lcd display powering off was confirmed. Based on the results of the investigation, it was presumed that the display powering off was due to a g1 circuit board failure. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high-definition liquid crystal display monitor exhibited a power failure. There were no reports of patient involvement.